Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device clamped on tissue, the cecum, and would not open. It is unknown how the device was removed. The procedure was completed using a like device of the same product code. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information requested and received: were the jaws of the device were eventually able to be opened? If they did not open, how was the device removed from the patient? The device would not open, however, the tissue came off of the jaws on its own so it was not necessary to intervene. There were no patient consequences as a result of the event. The analysis found that one sc45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.